Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report is filed august 3, 2016.

Manufacturer narrative:
This report is filed on november 14, 2016. Registration number 3009092818 and exemption number e2016011. (B)(4).

Manufacturer narrative:
This report is filed april 28, 2016. The implanted device remains.

Event description:
Per the clinic, the patient lost connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.